Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to perpetual rebooting. The receiver log was downloaded with the main board separated from the ui board, the data shows unexpected shut-down within the investigation window. The receiver case was opened and the internal inspection passed. Functional testing was unable to be performed due to perpetual rebooting. The reported event of unexpected receiver shut-down was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down . No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).